Manufacturer narrative:
Product complaint # (B)(4). Batch # r58j85. Investigation summary: the analysis results showed that one ecr60b reload was received partially fired 1/3. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that could not fire farther. During the lpd surgery, could not fire farther after fired 1/3, the firing trigger was loose. Another device was used to complete the surgery. There were no adverse consequences to the patient.